Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead was undersensing. It was also reported that reprogramming changes to correct the undersensing were unable to be made as the device had reached the elective replacement indicator (normal device function). Additionally, oversensing of far field r waves (ffrw) was noted. The atrial lead was capped and replaced. No patient complications have been reported as aresult of this event.